Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. A product problem related to the customer allegation was not identified. The issue appears to be related to a low target concentration and possible contamination or tube processing related. The issues are sample specific and no product issues are suspected. A sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false results for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 that run #2098 generated a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat tested analyzed on cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a positive, influenza b negative result. Patient sample was collected using nasopharyngeal in bd universal viral transport media. The customer confirmed there was no allegation of harm to the patient. The investigation to assess the customer allegation has not yet been completed.